Event description:
The patient reports undergoing bilateral cataract surgery with implantation of the crystalens. Approximately one month postoperatively, the patient began experiencing sensitivity to light, distorted vision, blurry vision, and severe glare/halos/starbursts in both eyes. The patient was also diagnosed with macular pucker and retinal swelling in both eyes, for which the patient underwent a surgical procedure and steroid injection/topical drops. Additional information has been requested from the surgeon. Reference MDR #2031924-2010-00111.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue. (B) (4)